Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a recurring pump error error on the insulin pump. Blood glucose level at the time of the incident was unknown. No symptoms or treatment of patient required. Trouble shooting occurred but error returned. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No the hrm task did not grant motor power in reasonable time noted during testing. Motor was tested outside of the device and passed. (B)(4).